Event description:
It was reported that the patient with an existing advance xp sling underwent a surgical procedure to implant an artificial urinary sphincter (aus). A patient outcome was not reported.